Manufacturer narrative:
The issue was investigated in detail. It was stated that it was possible to move the tube head during system tilt into the ceiling rail from the 3d ceiling tube. The investigation showed that the room height at the customer site initially was not correctly measured, and, therefore, wrongly calculated in the room configuration. Thus, the collision calculation worked with incorrect parameters, thus, a collision was possible. A system malfunction could not be determined. In the start-up instructions (xpd3-540.815.01.08.02/02.25) it is stated that the distance to the ceiling height must always be measured from the floor to the bottom edge of possible collision objects, e.g. The ceiling rail. According to siemens service organization the room height was re-measured, and the configuration was changed to the correct ceiling height. The performed functional checks at the customer site were successful, and the system is now working as expected.

Manufacturer narrative:
Initial actions (corrective and/or preventive): currently no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause for the issue is under investigation. The investigation is ongoing. A siemens customer service engineer has been dispatched to check the room configuration and test collision zones. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens healthineers became aware of an event associated with the luminos lotus max system. The customer communicated when tilting the system into an upright position, the tube head collided with the ceiling rail. There was minimal damage to the tube cover. There were no injuries resulting from the event. In a worst-case scenario, if the event issue was to recur, serious injury could result from falling parts.